Event description:
It was reported that following a successful percutaneous transluminal coronary angioplasty/stent procedure the patient developed chest pains and was returned to the catheterization lab. Thrombus was noted in the stented area. A dilatation catheter was used to dissolve the thrombus. Reopro was administered and the patient left the catheterization lab in good condition.